Event description:
Customer did not specify the nature of the complaint problem. Customer reported the canopy has pen ink stains and appears dirty, but ensures that it was laundered. There was no pt incident or injury reported. Eval for the returned product shows that panel sides a and b window slider bodies are open.

Manufacturer narrative:
(B)(4). Eval: results: eval found the returned product panel side a and b slider bodies are open. The canopy has pen ink stains. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).